Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the amount of water supplied was insufficient due to clogging of the air/water nozzle, discoloration of the objective lens was observed, cloudiness was recognized in the image, an error had occurred due to damage to the imaging unit, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were noted on the insertion tube, the curved rubber bond was cracked, the air and water nozzles were clogged, scratches were found on the tip cover, liquid leakage to the scope connector was noted, scratches were found on the scope connector, scratches were found on the operation part, discoloration of the operation part was recognized, scratches were found on the hardness adjustment ring, scratches were found on the switch box, scratches were found on the operation unit cover, scratches were noted on the up/down (u/d) knob, scratches were noted on the up/down (ud) angle fixing lever, scratches were found on the right/left (r/l) knob, scratches were found on the grip, scratches were found on the universal cord, scratches were noted on the scope connector cover and scratches were noted on the right/left (rl) angle fixing knob. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera elite colonovideoscope had poor air and water supply. Upon inspection of the customer¿s returned device it was observed, foreign object was found inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.